Event description:
Regulator, pres on (B)(6) 2018, service tech discovered odor at carbon dioxide gas manifold coming from one cylinder. Co2 outlets were tested. Tests indicated elevated levels of hydrocarbons in the co2 line, not meeting nfpa 99 standards. Co2 regulator and parts of manifold were found damaged and were replaced. Co2 was used during laparoscopic surgery for insufflation or during cardiovascular surgery for oxygen displacement / surgical fire prevention.